Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, the lens itself did not contribute to the damage, it was the low temperature of the operating room (or) that caused the lens to be rigid and become damaged when being manipulated inside of the cartridge". The issue was observed during loading. As it was the first case of the day it was likely much below room temperature as it was taken out of the fridge not long before. In addition the operating room (or) temperature was at 12 degrees celcius, likely keeping the viscoelastic cool.

Manufacturer narrative:
The product has not been returned to the manufacturing site. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol), the iol got damaged after it got stuck in the cartridge. Additional information was requested.